Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had rectal bleeding post-operatively on laparoscopic procedure. There was no problem during the initial procedure, but they had to perform a rectal surgery postoperatively and had to discontinue coagulant treatment to solve the issue. Patient hospitalization was extended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.